Manufacturer narrative:
Event problem and evaluation codes: (B)(4).

Event description:
Pentax medical became aware of a report on 04-oct-2019 stating pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), yielded a high concern bacterium after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 identified colony forming units(cfu) designated as "tntc" (too numerous to count) comprising the following 4 isolates: 1 - positive rods - bacillus altitudinis, bacillus aerophilus, 2 - positive rods - bacillus infantis, 3 - positive rods - bacillus altitudinis, bacillus aerophilus, 4 - positive rods - bacillus altitudinis, bacillus aerophilus. Study number: (B)(6). The long term loaner duodenoscope was received by pentax medical for evaluation on 10-oct-2019. The duodenoscope was inspected by pentax medical service on 15-oct-2019 and the following inspection findings were documented: distal cap/ case cracked, distal tip annual maintenance, distal cap - fixed type passed epoxy seal integrity inspection, ground wire disconnected, passed wet leak test, passed dry leak test, fluid invasion not observed in pve connector, fluid invasion not observed in control body. The duodenoscope underwent repairs including the following components: o-ring(0.5x1.3), distal case/cap, o-rings and seals, eog valve assy. On 26-oct-2016, a device history record(DHR) was previously performed under form number (B)(4). The DHR review confirmed the endoscope was manufactured on 29-jul-2015 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 29-jul-2015. Pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), has been routinely serviced at pentax facility since the device was put into service on 19-aug-2015. The video duodenoscope is currently awaiting qc final approval and organic resampling as of 11-nov-2019.